Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02/19/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that the power management board and central processing unit board were replaced and now the device will power on only if the unit is cold or if the battery is not connected. The user interface was previously replaced and batteries swapped; however, the issue persisted. The customer was provided with part information to replace he power harness cable. No parts were returned to philips for failure investigation, therefore, a root cause could not be established.

Event description:
It was reported that the unit declared a 1218 error (power has been restored), has a black screen and intermittently does not power on. There was no patient involvement. The event date was not specified; estimate used.